Manufacturer narrative:
The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a perforation occurred in the vessel from an unspecified device. A 2.8x16mm graftmaster covered stent was implanted without issue, sealing the perforation; however, the balloon failed to completely deflate. The device was removed without reported intervention. The use of the device did not cause or contribute to complications or adverse events. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported failure to deflate. There is no indication of a product quality issue with respect to manufacture, design or labeling.